Event description:
The account stated that the architect i2000 analyzer generated an initial positive stat troponin-I result of 0.045 ng/ml. The sample was repeated on another architect analyzer and the results were negative; 0.022 and 0.024 ng/ml. The results were not reported and there was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.